Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not be received. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4)-the proximal lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. (B)(4)- the proximal lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had a cosmetic cut and cosmetic depression. There was apparent explant damage. (B)(4)-the device was returned to the manufacturer and analyzed. The device experienced normal depletion and met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not be received. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) - the proximal lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. (B)(4) - the proximal lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had a cosmetic cut and cosmetic depression. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not received. Attempts to obtain additional information were unsuccessful.

Event description:
An implantable cardioverter defibrillator, defibrillation lead and pacing lead were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately five months post the device system implant.